Event description:
Malfunction: foreign material. The surgeon reported, a pt presented at the 1-day postoperative examination with a fiber in the eye. The surgeon has decided to leave the fiber/foreign material in the eye. The surgeon stated, "since it is not bothering/impacting the pt's vision". The pt will be monitored closely. Additional info has been requested.

Manufacturer narrative:
No sample was returned for evaluation and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for eval. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).